Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a battery depleted alarm set was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During baxter's review of the event history of a colleague infusion pump, it was found to have experienced battery depleted alarm set, interrupting delivery. There was no patient involvement. No additional information is available. The user interface module master software version is 5.08.92, categorized as remediated.